Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit received with operating currents within specification. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power graph analysis confirmed power loss, replace battery now alarms and an abnormal loaded voltage at the power management graph due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. Unit received with cracked case on the back at the battery tube area. Unit received with stained keypad overlay. Unit received with minor scratched display window, case and keypad overlay.

Event description:
It was reported that the customer got replace battery now alarm several times a day. Customer¿s blood glucose level was 8.8 mmol/l. The insulin pump will be returned for analysis.